Manufacturer narrative:
On 8/25/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a navistar thermocool catheter where foreign material was found inside of the catheter packaging. The returned device was visually inspected, but the packaging was not returned. The device itself was found in normal condition. The foreign matter reported to be in the pouch was not returned with the catheter. Therefore, it is not possible to perform analysis on the foreign matter to determine its nature, nor to be able to confirm if the complaint can be related to the packaging manufacturing process. A review of the device history record shows that some units were reworked due to particles inside the pouch, but none of them were related to black powder. The manufacturing team has concluded that it is unlikely that the foreign material is packaging manufacturing related, since all other particles detected in the lot were reworked and passed all acceptance criteria per bwi procedures. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint cannot be confirmed since the package was not returned for analysis. Additionally, there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar thermocool catheter where foreign material was found inside of the catheter packaging. Prior to the start of the procedure, the physician noted the presence of black powder inside the sterile packaging. The catheter was exchanged for a new one, and the case was completed without patient consequence. The catheter with the foreign material inside the sterile packaging was never used on the patient. Material that is not part of the device and is outside of the packaging specifications can compromise the sterility of the device. As a result, this event is MDR reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar thermocool catheter where foreign material was found inside of the catheter packaging. Prior to the start of the procedure, the physician noted the presence of black powder inside the sterile packaging. The catheter was exchanged for a new one, and the case was completed without patient consequence. The catheter with the foreign material inside the sterile packaging was never used on the patient. Material that is not part of the device and is outside of the packaging specifications can compromise the sterility of the device. As a result, this event is MDR reportable.